Manufacturer narrative:
(B)(4). Retainer ring = black. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. A 5 unit bolus was programmed and monitored with no air bubbles present in the infusion; no air bubble anomalies noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, scratched display window cover, cracked battery tube area, cracked battery tube threads and scratched case. Corroded force sensor assembly, moisture damage on motor assembly and moisture damage on electronic board stack noted during visual inspection of the electronics. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. Insulin pump tubing had bubbles in the line and when checking the pump discovered it had crack on it. No harm requiring medical intervention was reported. The device was returned for analysis.